Manufacturer narrative:
Device contamination.

Event description:
It was reported that after the procedure was successfully completed, that fluid was observed inside of the battery chamber of the device. There were no adverse consequences reported to the patient.